Event description:
It was reported via clinical affairs that an (B)(6) female underwent implantation of an edwards aortic bioprosthetic valve then experienced bleeding and thrombocytopenia post operatively. Event indicates the patient's platelet count pre op was 251 and dropped to 156. The patient was transfused with six (6) units of prbc and was given two (2) units of platelets. Outcome is noted to be resolved. There is no information to suggest a device malfunction related to this event.

Manufacturer narrative:
The patient operative report of (B)(6) 2013 indicates no complications during the implantation of the edwards device. Bleeding is a common intra-operative and postoperative complication in cardiac surgery. There are many causes including patient related, technique related, device related, and anticoagulation related. The device remains implanted with no reported malfunction. No further action is required at this time.